Manufacturer narrative:
Date of event is estimated. The UDI could not be provided because this device was manufactured prior to being assigned a UDI number. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-03271. It was reported that during ipg replacement (related manufacturer reference number: 1627487-2022-02102), the physician observed the cervical leads were fraying and patient had back pain. As a result, the cervical leads were explanted and replaced with placement of a cervical lead and thoracic lead to address the issue.